Manufacturer narrative:
The customer had issues with the cap piercer assembly on the instrument and the field service engineer found a piece of screw driver handle in the rack shuttle area below the cap piercer. The issue was resolved after the field service engineer inspected and serviced the instrument. ((B)(4).)

Event description:
Customer called to report that the cap piercer assembly on the unicel dxc 800 pro was leaking. Customer stated that the liquid at the top of the capped tubes is visible after piercing, but that nothing was visible in the wash cup. The customer technical specialist advised customer to use a back up instrument to run patient samples until service was completed so as not to compromise patient sample results. On the following day, the field service engineer (fse) inspected the instrument and found a piece of a screw driver handle in the rack shuttle area below the cap piercer. The fse then flushed the lines to the valve and the waste manifold. The fse also removed the line at the rear of the hydropneumatics compartment drawer and replaced the cap piercer blade tubing. No erroneous patient results were generated, therefore, no patients were harmed. Also, customer did not report harm to instrument operators.